Event description:
The customer reporting seeing a double image while using their ic9-rs diagnostic ultrasound probe. Ge healthcare confirmed the customer's ic9-rs diagnostic ultrasound probe was displaying the double image and is part of correction and removal initiated by ge healthcare on 29-dec-2023 (us-FDA recall no. Z-0865-2024). The customer reported no patient impact.

Manufacturer narrative:
Ge healthcare reported a field modification for this ic9-rs double image malfunction per 21 cfr 806 on 29-dec-2023. The us-FDA recall number is z-0865-2024. Customers were sent a letter explaining the issue and requesting the customer to perform an inspection test to determine if the probe is malfunctioning. Ge healthcare has determined the cause of the malfunctioning probe to be a probe component. Ge healthcare has replaced this malfunctioning probe. Legal manufacturer: hcs kretz - tiefenbach 15 austria zipf oberosterreich, 4871.